Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display anomaly. The insulin pump was exposed to moisture. There was also a crack near the display. When the customer pressed the act button the insulin pump powered off. However, when they pressed the esc button the display returned back to the home screen. When the customer pressed the esc button again the display went blank. The issue persisted after changing the battery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump powered up properly after battery installation. No fading or blank display was noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. No unexpected fading display, display blanking, or powering off occurred when the buttons were depressed during testing. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly during visual inspection. The pump was received with a cracked case at the display window corner.